Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer did not remove the cartridge outside of the load sequence. A supply change was performed/customer reloaded the cartridge to address the issue. Customer¿s blood glucose level was 200 mg/dl.